Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed software error. It was stated that it was alarming or buzzing; the battery was removed and changed and alarm occurred again. The insulin pump was never used by a patient only by the educator for training purposes. Alarm did not occur while trying to change settings. Nothing further reported.